Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a software error (j73b) was causing users to be logged out of the pyxis system. Users were able to log in, select a patient, and access the medication list; however, after opening the first medication, the system would unexpectedly log them out without recording the transaction. After clearing the pop-up message, users were returned to the login screen. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had software error which caused users to be unexpectedly logged out of the pyxis station. A technical support specialist (tss) disabled maintenance and data synchronization services after which the database was backed up, dropped, and a full synchronization process was initiated. The full synchronization completed successfully, and post-synchronization validation confirmed the station was functioning normally. Database size was verified, showing a total size of 5607 megabytes with 5547 megabytes used. Further the customer verified that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.